Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was complaining of a headache and was admitted in the hospital shortly after pump implant procedure. The patient was confirmed to have meningitis and surgical intervention was taken to explant the pump. The patient reported to the physician that she received humira injections four days post-op, and began to experience symptoms consistent with meningitis on day 5 post-op. The patient's physician directly attributes the meningitis to the humira injections, and does not believe the root cause to be the pump.